Manufacturer narrative:
The cage is not available for eval and review of the device history record cannot be performed as the lot code is unk. Although the cause of device breakage cannot be positively determined, the surgeon has attributed the breakage to the application of excessive force when impacting the cage into place. At this time, the complaint is considered to be closed.

Event description:
Contact reports a section of the spinal cage around its insertion hole broke during impaction. It was reported that the surgeon acknowledged using excessive force during impaction which resulted in the breakage. He felt the integrity of the cage was not compromised and the device was implanted. The smaller broken portion was discarded and is not available for exam.